Manufacturer narrative:
The pt returned for removal of skin staples. They had been placed 7 days prior. The rn attempted to remove them with the skin staple remover but was not successful. The clinician cut the staples with a wire cutter and removed the pieces. It was reported that no pt injury resulted and the pt was discharged. The sample was not returned for eval. The lot number was not reported. We have no trend for this issue with this device. It is not known what role if any the user may have played in contributing to this incident. Samples from stock were tested and we could not replicate the event. No mfg defect was identified with the pulled samples. A root cause has not been determined. In the absence of a trend for this issue or a sample to evaluate, no corrective action is being taken at this time.

Event description:
The rn was unable to remove the skin staples with the staple remover. The staples were cut with a wire cutter to remove them.